Event description:
This complaint is being reported as a malfunction due to the power issue. There was no reported patient impact associated with this complaint. The threads in the battery compartment are intact with no cracks. The battery cap, spring, and metal contact were secure and in good condition.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump boots up with auditory and vibratory warning with blank display when inserted fully charged battery. Pump vibrates with warning after 3 minutes. Upon the examination of the internal component, a t1 failure was detected. There were no unusual activities observed in the download history.